Manufacturer narrative:
Result: bent cherry switch.

Event description:
It was reported by service report that the brake lights were not working. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.